Manufacturer narrative:
Concomitant medical products: product ID 6942-65 lead, implanted: (B)(6) 1997.

Event description:
It was reported that testing of the left ventricular (lv) lead revealed non-capture in all three vectors. The lead was capped and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.